Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient re-used mini cap due to insufficient government supply. The peritonitis was manifested by abdominal pain and cloudy pd effluent. It was not reported if the patient was hospitalized for the event. It was reported that the patient was treated with ceftazidime injection (1gm, intraperitoneal, once daily, discontinued) for peritonitis. At the time of this report, the patient has recovered from the events. Pd therapy was ongoing. It was reported that retraining on the proper aseptic technique was done for the patient. No additional information is available.